Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited a touchscreen delamination while in use, and a replacement device was provided with arrangements for return of the affected pump. Symptoms included no reported adverse clinical effects and no changes in blood glucose control. Outcomes included no alarms, no injuries, and no medical interventions. Investigation included collection of user reports and retrieval of the affected device for evaluation. Investigation of this device revealed a screen delamination of the pump¿s user interface component, consistent with a hardware cosmetic/mechanical issue without impact to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the touchscreen assembly.